Manufacturer narrative:
One 3i t3® non-platform switched tapered implant (bost510) was returned for investigation. Visual evaluation of the as returned product identified that the drive feature was rounded. Additionally, there was bone residue and signs of wear around the external threads due to usage. Functional testing was not performed since the drive feature on the device was rounded/damaged. No pre-existing conditions were noted on the per. The implant was being placed on tooth # 29 when the incident occurred. X-ray or picture images were not provided. DHR review for the lot (2019060185) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019060185) and no similar event or complaint was found. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to follow recommended protocol for implant placement and final seating or overloading of device. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (bost510) was removed due to implant threads were stripped. Implant was placed and removed the same day. Procedure was unable to be completed. Tooth location 29.